Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9mpec01b, using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 2.9 mmol/l at 6:35 p.m., 3.7 mmol/l at 6:40 p.m., 33.3 mmol/l at 6:45 p.m., 5.4 mmol/l at 6:46 p.m., and 5.5 mmol/l at 6:54 p.m. On their contour next link 2.4 meter. The customer experienced symptoms of hypoglycemia such as dizziness, headache and sweating. The customer ate sugar and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.